Event description:
It was reported that pump displayed malfunction code and fault message with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if malfunction code recurred, which customer acknowledged and understood.